Event description:
(B)(4). The dentist reported that nearly 5 months after the dental implant was installed in intraoral region #4, it was verified its non osseointegration. 50 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii.

Manufacturer narrative:
(B)(4).